Event description:
It was reported that a device kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was inserted, and a watchman delivery system and closure device (wds) was advanced in the laa and deployed. During recapture of the wds, the was was found to be kinked. The wds was re-deployed and subsequently implanted. The procedure was completed, and there were no patient complications reported.